Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 2000018471, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. It was noted that there were four missing contacts from the scs paddle lead during the explant procedure. X-ray imaging was only able to show one contact. The missing contacts were removed. The patient was doing well postoperatively and the explanted device was disposed of by the facility.